Event description:
It was reported that a malfunction occurred with the pump. The customer's blood glucose level was not adversely impacted, remaining below 500 mg/dl. Technical support provided information for resetting the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.